Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reseat the connections on the ups. Connections reseated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the itrak 3500l system will not boot, and there was no video to monitor. There was no report of patient injury.